Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had hal software error detected. The customer's blood glucose level was 132 mg/dl. The customer also stated that the insulin pump had pump error. The customer was stated that they were able to clear the alarm. The customer was able to rewind the insulin pump. The insulin pump will be returned for the analysis.

Manufacturer narrative:
Device passed displacement test and self test. Pump error 54 and error 3 found in the device history file due to software error.